Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator energy was not enough when the device discharged, which reduced the efficiency of rescue. There was no negative patient impact.